Event description:
It was reported that the device has residue on the blade mount, possibly form enzymatic cleaners. It was found during cleaning. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device has residue on the blade mount, possibly form enzymatic cleaners. It was found during cleaning. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event for residue on the blade mount was not confirmed as the product was not received for evaluation. It is possible, based on the event description, that the failure may be attributed to cleaning and sterilization process. Device not returned for evaluation at manufacturer facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.